Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shocking impedance measurements. Boston scientific technical services (ts) discussed the potential that the device may not be able to deliver shock therapy if needed and recommended further evaluation. They will continue to monitor the patient. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.